Event description:
Paramedics attended to a person diagnosed in respiratory arrest. The device was connected to the pt using disposable defibrillation/ECG electrodes to assess the pt's ECG rhythm. The device allegedly displayed a continuous connect electrodes alarm and use of the defibrillator was inhibited. A backup defibrillator/monitor was made available and used. The pt was diagnosed in a pulseless electrical activity rhythm. The pt was not resuscitated. The reporter indicated the alleged malfunction did not likely cause or contribute the pt's outcome. This opinion was based on the availability and use of a backup device.